Event description:
Analysis of the returned device found that the coil was broken from the proximal end of the coil. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the unit met all material, assembly and performance specifications. Visual inspection of the returned device found that the delivery wire was inserted into the proximal end of the introducer sheath. The twist-lock was opened and the distal tip of the delivery wire was at the twist-lock location. Extensively stretched coil was inside the introducer sheath. The proximal end of the coil was still attached to the delivery wire; however, the majority of the coil was noted to have broken off and was stuck inside the introducer sheath. Fluid was also noted within the introducer sheath. Microscopic examination showed that the coil was extensively stretched with the internal suture showing and had broken off from the proximal end. A tangled knot was noted at the proximal end of the coil where it had broken off. Detachment zone of the pusher wire and the proximal end of the coil were still fused. No anomalies were noted to the form tip of the coil and the delivery wire. Based on the investigation and information provided, the coil most likely broke after having become extensively stretched and the anomalies noted to the device were most probably due to the handling and use of force during the preparation of the device. Therefore, it was concluded that the most likely cause of the event was handling damage.